Manufacturer narrative:
The calibration data for signal 1 is within the expected range; and lower than expected for signal 2. The qc data was within the expected range. The alarm trace shows several sample short, sample aspiration and sample probe movement alarms; which are indicative of poor sample quality. The investigation did not identify a product problem. The cause of the event could not be determined.

Manufacturer narrative:
The investigation is currently ongoing. The event occurred in: (B)(6).

Event description:
The initial reporter complained of a questionable elecsys hcg + beta test system result for 1 patient tested on a cobas 8000 e 602 module. The initial hcg+beta result was 31.25 iu/l. On (B)(6) 2019 the same primary test tube was tested two additional times on the original analyzer. The hcg+beta results were <0.100 iu/l and <0.100 iu/l. The hcg+beta results from (B)(6) 2019 were generated from a different pack of reagent than the original result but the reagent lot numbers were the same. The result in question was reported outside of the laboratory to the patient. The hcg+beta reagent lot was 36160200 with an expiration date of 31-jan-2019.